Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the femoral artery. The lesion was located in the severely tortuous iliac artery. It was noted that there was an obstruction near the aorta and the beginning of the femoral artery. A 7fr super sheath was introduced in the left femoral artery but the previously placed stents would not allow the sheath to pass. Next, an amplatz guide wire was introduced into the external iliac artery and an8.0x40x135 cm express vascular stent was advanced, however, when passing to the right side the stent detached. As a result, the stent was implanted in the left iliac artery and post dilation was performed with an ultra-thin diamond balloon dilatation catheter. The procedure was completed with this device. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).